Manufacturer narrative:
The technician replaced the linak head drive with a mitsuba head drive to repair the bed.

Event description:
Information received indicates when lowering the bed with the hi/low function, mechanism on the head drive will rub against the head lift arm and cause the bed to go into trendelenburg.